Event description:
In 2009, the complained wire guide was used for tul procedure. The wire guide was inserted and advanced to the renal pelvis under cystoscopic control. Then, ureteroscope was inserted along the placed wire guide. When advancing the ureteroscope, the physician felt some resistance. It was confirmed that the part of the wire guide positioned around the renal pelvis was kinked. The physician attempted to remove the wire guide. At that time, the physician felt like that the wire guide was caught in the tip of ureteroscope, however, he pulled it out by force. When the wire guide was removed out of the patient's body, it was found that the tip of the wire guide was broken off (the tip remained in the patient's body). The urinary duct was lacerated because the physician moved the ureteroscope back and force after confirming the wire guide was broken off. Then, the tip of the wire guide was flown into the retroperitoneum with perfusion.

Manufacturer narrative:
A proper evaluation cannot be performed due to the wire guide not being returned at this time. Initial information received from the distributor indicates the wire guide will be returned for evaluation; however, at this time the product has not been received. Additional information concerning the incident as well as removal has been requested. As additional information becomes available or product evaluation is performed, an update will be sent.